Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. The customer attempted to load a new cartridge; however, during the load fill tubing sequence, the display became frozen. The fill tubing sequence was ultimately completed but the frozen display could not be cleared. There was no adverse impact to the customer's blood glucose level due to the reported event. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the unexpected reset was verified. However, the touchscreen issue could not be verified.